Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6fr sheath hole prior to a micra implant procedure. The first proglide was successfully placed. Reportedly, when the plunger was removed, no sutures were attached to the needles. The sutures of an additional proglide was successfully pre-placed. The sheath was upsized to a 27fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. No femoral angiogram/imaging was preformed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, a 27fr sheath was used for the procedure. The electronic proglide instructions for use (eifu) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures for access sites in the common femoral vein using 5f to 24f sheaths. Additionally, a femoral angiogram was not performed and no imaging was taken prior to deployment. It should be noted that the eifu states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses. It is unknown if the eifu deviations contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.